Manufacturer narrative:
The pump was received with intermittent button response due to an unlocked connector on the lcd board. No button error alarm was noted during testing. The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion and self tests. No anomaly was noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons were sticking and were harder to push. The customer's blood glucose level was unknown. The customer reported that sometimes scrolled moisture and unexplained no delivery alarms on the insulin pump. The insulin pump will not be returned for analysis.